Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level was affected, exceeding 500 mg/dl, with the specific value unknown but indicated as "high." The customer took oral medication to address the high blood glucose and did not require third-party assistance. Tandem technical support guided the customer in resetting the pump, which successfully resolved the malfunction without recurrence, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurred.